Manufacturer narrative:
The getinge fse that encountered the issue reported that the customer replaced the batteries. All calibration, functional and safety checks to meet factory specifications were performed. Unit passed all functional and safety test per factory specifications. Pm was completed and the iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during repair of the cs300 intra-aortic balloon pump (iabp) for an unrelated event reported under mfg report number, upon inspection, the batteries were found to be in need of replacement. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: b5.

Event description:
It was reported that during a repair of the cs300 intra-aortic balloon pump (iabp) performed by a getinge field service engineer (fse) for an unrelated event, reported under mfg report number 2249723-2020-01455, upon inspection, the batteries were found to be in need of replacement. There was no patient involvement, and no adverse event was reported.